Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1. It was reported that sometime post-op the patient had two screws shear at s1. The patient underwent a revision surgery to remove the hardware and replace with new hardware and extend the construct to l4-s1. No additional patient complications were reported.

Manufacturer narrative:
The screws were returned for evaluation. Visually confirmed both mas screws broken at the base of the bone screw head. Microscopic examination of the fracture surfaces appear to display evidence of multi-modal fractures. The initiation area is a fairly flat fracture surface with progressive striations which are indicative of fatigue, followed by a quasi-brittle fracture surface, with river lines and shear lips, suggesting the ultimate failure mode as single cycle bend stress overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification. Medtronic, inc.